Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during an implantation procedure, the right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition with greater than two seconds of asystole. Technical services (ts) was contacted, and ts discussed possible reasons such as air bubbles. The physician tried removing the rv lead and re-inserting it into the device header, but the issue was not resolved. Blood was then found inside the insulation of the rv lead. The attempted device and rv lead were removed and a new device and rv lead were used to complete the implantation procedure. No adverse patient effects were reported.

Event description:
It was reported that during an implantation procedure, the right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition with greater than two seconds of asystole. Technical services (ts) was contacted, and ts discussed possible reasons such as air bubbles. The physician tried removing the rv lead and re-inserting it into the device header, but the issue was not resolved. Blood was then found inside the insulation of the rv lead. The attempted device and rv lead were removed and a new device and rv lead were used to complete the implantation procedure. No adverse patient effects were reported.